Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer determined the root cause as follows: the cause of the event is that the user facility did not conduct reprocessing in accordance with IFU. The instruction manual states that the user facility did not perform pre-cleaning, there is a deviation from reprocessing process recommended by IFU. It was confirmed via DHR that the subject scope was shipped in accordance with specifications.

Manufacturer narrative:
As part our investigation, while onsite the ess provided the following recommendations: consistency with completing pre-cleaning at bedside and use of air/water channel cleaning adapter and continuation of flushing of the auxiliary channel. Transporting scopes in a 16x16 inch plastic covered bin. Leak test with the mu-1 and mb-155 after every use and prior to manual cleaning. Dispose of single-use brushes and gauze/sponge used during bedside pre-cleaning and manual cleaning. In addition, the ess performed a reprocessing in-service that included bedside pre-cleaning only as the attendees are not involved in the process of leak testing with mu-1 and mb-155, manual cleaning, scope disinfection/sterilization and storage of the scope. Provided supporting documentation and wall charts. Discussed with the customer the olympus reprocessing protocol for bedside pre cleaning for gi and pulmonary scopes. The device was not returned to the service center. A review of the instrument history was performed and found no service/repair history since the date of purchase on (B)(6) 2015.

Event description:
The service center was informed that during an in-service at the user facility with an endoscopy support specialist (ess) it was observed that staff was not using air/water channel cleaning adaptor and were not flushing the auxiliary channel at bedside. There was no patient involvement, patient infection or positive device culture.